Event description:
Pt on infusion of flolan via infusion pump. Pump alarmed and showed problem code "e99." Infusion was stopped and pump replaced with back-up pump. This second pump's keypad failed to communicate with pump, and infusion could not be initiated. Pt's infusion then changed to another brand syringe pump. Pt experienced oxygen desaturation into 60's from 90's. Supplemental oxygen increased 1/4 liter to 1 liter. Oxygen saturation remained low for approx 20 minutes. Child's discharge for next day cancelled.